Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the unit exceeded temperature and noise requirements, and exhibited corrosion on some internal components. This condition is indicative of improper cleaning and possible immersion. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating and had damaged bearings, locking components, and swivel. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.